Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The device was received with normal operating currents. No damage was noted on the connector and or lcd isolation tape. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and cracked battery tube threads.

Event description:
It was reported by customer's mother that the insulin pump had a blank display. During troubleshooting customer's mother found a crack on the insulin pump, did not want to continue troubleshooting for blank display. Advised to discontinue the use of the insulin pump and revert to back-up plan. The blood glucose was 93mg/dl. Nothing further reported.